Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 11am. The patient reported blood glucose readings of ''211, 190, and 107 mg/dl'' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. At the time the alleged issue began, the patient claimed she was not on any diabetes medications, but continued her usual diabetes management routine. An hour after the alleged issue began, the patient reported having symptoms of ''cracked vision'' and ''lightheaded.'' In spite of her symptoms, the patient did not seek any form of treatment. At the time of troubleshooting, the cca noted an approved sample site was used and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. Based on the information obtained from the cca, this complaint is being reported because the patient reportedly developed symptoms possibly suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.